Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat irritation, hacking cough, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat irritation, hacking cough, headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer confirmed no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.